Event description:
Hcp reports pt presented in 2003 with dyspepsia, nausea, and epigastric pain. The pt was treated with antacids and given no chemotherapy drugs through the pump for 2 weeks. The pump was filled with normal saline and heparin. The pump was then removed because a "huge antra ulcer." No pt outcome was noted.